Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('excessive and abnormal bleeding during menstruation') and vaginal hemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No". The patient's medical history included seasonal allergy. Concurrent conditions included vaginal itching, menses regular with excessive bleeding, endometrial thickening, endometrial polyp, yeast infection, sinus infection, dental caries and abdominal distension. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), memory impairment ("memory problem"), female sexual dysfunction ("apareunia") and pulmonary thrombosis ("blood clot in my lungs"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (ablation, bilateral salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2016 and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, memory impairment, female sexual dysfunction, migraine, headache, nausea and pulmonary thrombosis outcome was unknown, the menorrhagia, vaginal hemorrhage and fatigue had resolved and the alopecia, dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pulmonary thrombosis, vaginal discharge and vaginal hemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: right and left essure seen at the level of uterine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No". The patient's past medical history included seasonal allergy. Concurrent conditions included vaginal itching, menses regular with excessive bleeding, endometrial thickening, endometrial polyp, yeast infection, sinus infection, tooth disorder and abdominal distension. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), memory impairment ("memory problem") and female sexual dysfunction ("apareunia"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (bilateral salpingectomy), surgery (ablation) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, memory impairment, female sexual dysfunction, migraine, headache and nausea outcome was unknown, the menorrhagia, vaginal haemorrhage and fatigue had resolved and the alopecia, dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: right and left essure seen at the level of uterine. Concerning the injuries reported in this case, the following one/ones were reported via social media abdominal pain, pelvic pain ,hair loss and fatigue. Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet received. Events outcome updated. Historical & concomitant "conditions" drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("vaginal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No". The patient's concurrent conditions included vaginal itching, menses regular with excessive bleeding, endometrial thickening, endometrial polyp and yeast infection. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), memory impairment ("memory problem"), menorrhagia ("excessive and abnormal bleeding during menstruation"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, alopecia, fatigue, memory impairment, menorrhagia, female sexual dysfunction, dyspareunia, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2016: right and left essure seen at the level of uterine. Concerning the injuries reported in this case, the following one, ones were reported via social media abdominal pain, pelvic pain ,hair loss and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, apareunia, dyspareunia, migraines, headaches, nausea, vaginal discharge and undergo an essure confirmation test? No added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('excessive and abnormal bleeding during menstruation') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No". The patient's medical history included seasonal allergy. Concurrent conditions included vaginal itching, menses regular with excessive bleeding, endometrial thickening, endometrial polyp, yeast infection, sinus infection, dental caries and abdominal distension. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), memory impairment ("memory problem"), female sexual dysfunction ("apareunia") and pulmonary thrombosis ("blood clot in my lungs"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (ablation, bilateral salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2016 and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, memory impairment, female sexual dysfunction, migraine, headache, nausea and pulmonary thrombosis outcome was unknown, the menorrhagia, vaginal haemorrhage and fatigue had resolved and the alopecia, dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pulmonary thrombosis, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: right and left essure seen at the level of uterine. Concerning the injuries reported in this case, the following one/ones were reported via social media abdominal pain, pelvic pain ,hair loss and fatigue , most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event blood clot in my lungs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), memory impairment ("memory problem") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, alopecia, fatigue, memory impairment and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, memory impairment, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.